Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2008 and performed to specification up to the (B)(6) 2008. Between (B)(6) 2009 and (B)(6) 2016 the device failed several weekly auto self-tests due to a low battery. The temperature was recorded below the minimum recommended stand-by temperature for this device (10 degrees celsius) with a low of -6.2 degrees celsius. After the (B)(6) 2016 the device records further multiple self-test fails one of which lasts ten minutes duration. Investigation found the reported fault can be attributed to coin cell damage. The -ve leg of the coin cell was found to have broken away from the main battery. This had resulted in failure of the rtc which would account for no status led being visible. The damage had likely been caused by an impact to the device.the investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.